Event description:
The device was used during a v.a.t.s. Procedure. The clips did not feed into the jaw and dropped. Clip was recovered from the pt. The case was completed by using a new applier. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and cycled, fed and formed the clips as designed. There were no anomalies noted of the instrument dropping the clips. The reported incident of dropping clips could not be recreated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.